Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during the investigation, the original complaint was unable to be duplicated. There was no blank screen observed. The device was opened and there was moisture ingress. There was moisture present on the display lens. A leak test was performed and failed indicating a bolus button leak. Unrelated to the original complaint, it was noted that the display was dim and discolored. It was also noted that the bolus button cover was detached but present. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen was blank and that there was evidence of moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.